Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low glucose event, self-treated with two fig bars, and subsequently observed elevated glucose levels while using the ilet; the agent provided troubleshooting and education on appropriate hypoglycemia treatment with oral glucose and the 15 grams per 15 minutes rule. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no alerts or alarms and no medical care beyond self-management and education. Investigation included a review of user-reported history and educational troubleshooting. Investigation of this case revealed that the glycemic fluctuation was consistent with over-treatment of hypoglycemia rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with user management of hypoglycemia and subsequent rebound hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.